Event description:
It was reported that the pt's vns was found to have its output and magnet currents set to 0ma during the first interrogation of a routine office visit. Clinic notes were received that confirmed the issue as reported. A copy of the programming history has been requested but has not been received to date.